Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber tip/face compromised. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip laser fiber was to be used for a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the doctor noted that there was something wrong with the fiber tip. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.